Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, firing stopped several times during the first attempt on, what the surgeon considered to be, a "thin" stomach. Additional information indicated that there was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter, one powered handle and two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned device. There were no visual abnormalities for the adapter and handle. Functional evaluation of the handle identified that end of life had been reached. Functional evaluation of the adapter noted no abnormalities. Visual inspection of the reloads noted that both were partially fired. Functional evaluation overrode the interlock and fired all remaining staples and placed remaining trs material successfully. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.